Manufacturer narrative:
The device history record review is complete with no anomalies noted. The device was not returned, rather a field service engineer (fse) was dispatched to the site. On-site, the foot pedal was challenged and performed reflux on yaw to the left each time it was requested. The machine was found to be functioning normally, and the reported problem was not reproducible. It was suggested that a rep contact the customer to potentially re-assign reflux to another position on the pedal, if needed. The investigation is underway.

Event description:
A user facility in the united kingdom reported that they had an instrument in the eye that could not be removed. In a follow up call they explained that during I/a some capsule was pulled into the aspiration port and the machine didn¿t respond to release it. Surgeon is familiar with the machine and is well versed in using reflux. A number of things were tried and ultimately pressing the button to end the case released the capsule and the capsular bag was then promptly filled with visco. No breach of capsular bag has been detected and usual patient follow up through duty of candour process has been invoked. The issue added 40 mins to the procedure. The team used additional tetracaine minim for this case.

Manufacturer narrative:
The device history record was reviewed with no anomalies noted. Product evaluation did not confirm the failure mode. The reported problem was not duplicated, therefore we are unable to determine the root cause. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete.